Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 70mm diameter abdominal aortic aneurysm. It was reported that a CT scan showed there was a type ia endoleak. The physician implanted an endurant cuff just below the left renal artery and post dilated with a reliant balloon. After that an aptus endoanchor was placed on the right side of the stent graft. Two other endoanchors were attempted to be placed on left side. The physician was not confident the endoanchors had gone through the graft so the physician did not finish the deployments. The physician decided to post dilate again. Final angiogram was performed and there was still a slight type ia endoleak but it had decreased significantly. The physician decided to stop there and stated the small endoleak may stop with reversal of heparin and stated they plan to do a 30 day follow up CT. The physician stated the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Internal film review: review of post-implant CT without contrast revealed that the patient had a talent aaa stent graft system implanted. The lowest renal is on the left side. The ostium of the left real was heavily calcified. The talent bifurcate is currently positioned with the top of the graft fabric ~ 1.5 cm below the left renal artery. The talent bifurcate was extended with an unknown stent or stent graft proximally. The proximal edge of the unknown stent or stent graft was positioned just below the left renal artery. The contra gate of the talent bifurcate opened on the right side. The contra limb was implanted into the contra gate with ~3 cm overlap, and extended into the right common iliac artery. The ipsi limb of the bifurcate was implanted into the left common iliac artery. The talent bifurcate to the limbs was mildly angulated l-r. There is currently marginal proximal seal with minimal stent graft apposition to the aortic wall. The proximal od of the unknown stent or stent graft measured ~ 22 mm, and the aortic neck at the same level measured ~ 33 mm. The proximal talent bifurcate od measured ~ 25 mm, and the aortic neck at the same level measured ~ 7 cm. The CT¿s provided were without contrast so the reported proximal type I endoleak could not be assessed. The max aneurysm diameter measured ~ 8 cm. The distal right limb od measured ~ 16 mm, and vessel diameter at the same level measured ~ 18 mm. The distal left limb od measured ~ 16 mm and appeared to be well opposed to the vessel wall. There is currently ~ 2.5 cm of distal seal on both sides. No stent graft compression or kinks were observed. No other obvious stent graft issues were observed. If information is provided in the future, a supplemental report will be issued.